Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: bone fracture event description: it was reported that a 61-year old female patient, suffering from rheumatoid arthritis, underwent a left tha on (B)(6) 2019. It was reported that a fracture of the left femur occurred around 6 to 7 days postoperative. The fracture was confirmed by CT examination. The patient was advised to rest in bed and to avoid weight bearing on the affected limb. Functional exercise was performed in bed. If necessary, an internal fixation for left femur fracture will be performed. Review of received data: - in total three undated pictures of a CT scan and two undated x-rays were received. The following CT and x-ray analysis was performed by a health care professional: - CT 3d reconstruction, left hip. Recognizable fracture dorsolateral. - pelvic overview, preoperative: possible femoral head necrosis on the left. - pelvic overview, postoperative: cup inclination angle approx. 46°, correct position of the stem. Possible periprosthetic fracture line lateral on the tip of the stem. Summary: on the present undated postoperative x-ray (pelvic overview) recognizable situation after implantation of a cementless total hip endoprosthesis on the left with correct cup inclination angle and correct position of the stem. At the level of the stem tip, possible fracture line laterally. There are three undated CT-slice images in 3d-reconstruction showing a periprosthetic fracture in the dorsolateral area of the stem. - surgical report with english translation was received: implantation side: left incision and access to the joint capsule. Femoral head dislocation. Femoral head is collapsed. Femoral head osteotomy. Acetabulum deformations visible. Joint capsule thickening present, therefore, removal of the joint capsule. Stepwise acetabular reaming from 40 mm to 50 mm. Insertion of a trial component with diameter of 50 mm. Insertion of a metal acetabulum prosthesis size 50. The cup shows a good fit. Insertion of a 25 mm screw and insertion of a uhwpe liner. The medullary cavity of the femur was reamed up to reamer size 6. A trial head was mounted and reduction was performed without dislocation tendency and rom with bending 90°, stretching 0°, adduction 30° and internal rotation 30°. Insertion of the final implant size 6 with a ceramic femoral head 32 / -3.5. Final reduction without dislocation tendency. Closure. Intraoperative blood loss 250 ml. Device analysis: no product was returned to zimmer biomet for in-depth analysis, as the stem remains implanted. Review of product documentation: this device is intended for treatment. Compatibility: compatibility check could not be performed as only the metabloc stem has been reported. Inspection plan: characteristic no. 7 feature dimension a-a (26.36 +0.25/-0.25) with scope of testing: qualitative aql 1.0, automated aql 2.5. Means of inspection: 3d measuring machine cmm-doc #242856 characteristic no. 7 feature dimension a-a (19.71 +0.2/-0.4) with scope of testing: qualitative aql 1.0, automated aql 2.5. Means of inspection: 3d measuring machine cmm-doc #242856 characteristic no. 12 feature dimension b-b (18.7 +0.25/-0.25) with scope of testing: qualitative aql 1.0, automated aql 2.5. Means of inspection: 3d measuring machine cmm-doc #242856 characteristic no. 14 feature dimension b-b (15.34 +0.2/-0.4) with scope of testing: qualitative aql 1.0, automated aql 2.5. Means of inspection: 3d measuring machine cmm-doc #242856 the above listed characteristics were inspected after forging. All 150 parts were released for the next step without reported nonconformance, see DHR for lot# 2932602. Instruction for use (IFU): adverse effects: possible consequences of an implant: bone fractures. Conclusion: it was reported that a 61-year old female patient, suffering from rheumatoid arthritis, underwent a left tha on (B)(6) 2019. It was reported that a fracture of the left femur occurred around 6 to 7 days postoperative which was confirmed by CT examination. The patient was advised to rest in bed and to avoid weight bearing on the affected limb. Functional exercise was performed in bed. The medical imaging review showed after implantation of a total endoprosthesis on the left side, conventional-radiological suspicion of a fracture line at the level of the stem tip; a periprosthetic stem fracture is confirmed with the CT reconstruction. Review of the surgical report was inconspicuous. The product is not accessible for evaluation as it remains implanted. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The document based investigation did not identify a non-conformance or a complaint out of box (coob). Review of the product compatibility could not be performed, as only the stem identification is given. Identification of the ceramic head, the uhwpe liner and the cup is unknown. The document based investigation did not identify a product issue of the metabloc stem. The root cause for the bone fracture remains unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
In addition to the report 0009613350 - 2019 - 00589, femur fracture occured about 6-7 days postoperative.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised.¨ the device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that CT examination highlighted a fracture of the upper middle segment of the left femur. Patient is monitored and a wire fixation will be done if necessary.